Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right volar distal radius plate was revised as the locking screw was sitting proud in the plate.

Manufacturer narrative:
The reported event that volar smartlock distal radius plate, narrow, right,short, 9 holes was alleged of 'poor fixation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event, such as x-rays, the patient's activity level, as well as the affected device, along with its screws must be available in order to determine the root cause of the complaint event. However, based on complaint history, some of the possible root causes are, but not limited to, the use of the wrong screws for the volar plate. The IFU states for volar and dorsal plates 2.7 mm screws in the plate shaft shall be used. A bad bone density of the patient. The patient's activity level. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
It was reported that patient's right volar distal radius plate was revised as the locking screw was sitting proud in the plate.